Event description:
A medical device we are using (malem bedwetting alarm) has malfunctioned. As soon as batteries were inserted, the alarm started ticking and making a clicking noise. Within a few minutes, it started getting hot and warm that's when I noticed that there was something oddly off with the product. I immediately removed it from my son's clothing and set it on the table. Within half an hour, the alarm short circuited the batteries and caused the batteries to leak out completely. This is dangerous in my opinion and if my son were wearing this alarm, it could have easily burnt him. Since this alarm is placed close to the neck, the burns could have been very severe. The alarm was so hot that the plastic casing melted and fused to the table.